Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the nozzle unit on air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The review of received device's logs confirms occurrence of claimed pressure transducer test failure. The photo provided confirmed the physical damage to the nozzle unit. The last replacement of nozzle unit on air gas module was carried out on february, 2024. The device was repaired using old nozzle unit from another device. It could be concluded that used part reached expected lifetime. However, the exact lifetime of mentioned part remains unknown. Therefore, the root cause to the reported issue has not been determined.